Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh and advantage were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient had the concurrent procedures of laproscopic sacral colpopexy, repair of cystotomy, cystoscopy, mid urethral sling and left ureteral catherization performed during mesh implantation. It was reported that following insertion the patient experienced pain, urinary/bowel problems. It was reported that patient underwent unkown mesh removal on (B)(6) 2006 due to dsyspareunia.(B)(4).